Manufacturer narrative:
(B)(4).

Event description:
It was reported that after neurostimulator implant in 1995, the pt had 6 operations in 3 yrs, but couldn't get the right stimulation to provide pain relief. The pt was told the leads were implanted backwards. Additional info has been requested, a f/u report will be submitted if additional info becomes available.